Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a healthcare professional of a clinical study. Initially, the spinal cord stimulator was useful but the patient didn't use it the last year. The clinical diagnosis was mid/upper abdominal pain and back pain, and a device diagnosis was not applicable. The event was assessed as related to the device or therapy and not related to the implant procedure.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the healthcare professional. It was reported that the patient's baseline weight was not measured. The clinical diagnosis was updated to a loss of efficacy in the lower abdomen that radiates to the back with increased pain. The patient stated that they would like the device removed.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the healthcare professional. It was reported that the system originally controlled symptoms, but lost effectiveness. The patient complained of lower abdominal pain that radiated to the back. The patient had the spinal cord stimulator placed for a while. For the last year the patient had not used it. The patient wanted the device removed. Explant was discussed on (B)(6)2017, and occurred (B)(6)2017.

Event description:
Information was received from a consumer via a manufacturing representative regarding a patient with an implantable neurostimulator (ens) for an unknown indication for use. It was reported that the stimulator was helping with the pain the patient had the device installed for originally, but they stated that they started receiving a new, more intense pain long after they were implanted, that was unrelated to the device. However, they stated that their old pain was managed well, even with the device off and the new pain appeared to be exacerbated when the stimulation was on. The patient reported that there did not appear to be any form of malfunction related to the device. It was reported that factors that may have led or contributed to the issue was the new unrelated pain that occurred in the patient¿s abdominal area, that appeared to worsen with their stimulation on. It was stated that reprogramming was attempted without success. The system was explanted and the issue was resolved at the time of the report. It was reported that the device would not be returned as the customer discarded it. A device would not be replaced in the future. It was indicated that the healthcare provider had no further information. It was asked but was unknown when the event occurred. No further complications were reported/anticipated.